Event description:
In 2000, the MFR received an explanted device along with a medwatch report (see attached, uf# not provided) that states the following: catheter sheared and lodged in the heart from left device. Pt admitted for removal of catheter and replacement of catheter to the right side per pt's request. No adverse outcome to pt. Removal was successful. Catalog number of the device in question was not provided. No further details were provided.